Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via medwatch 4900240000-2022-8099: that during a left knee arthroplasty, the blade broke at the teeth. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.